Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose episode. Customer also reported that she had a high blood glucose level of 530 mg/dl, due to not taking enough insulin for the food she ate. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be replaced or returned for analysis.